Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was returned for evaluation. One controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller was able to communicate with the test monitor. Log file analysis revealed that the returned controller was the patient's primary controller. Log files analysis associated with the first controller did not reveal any anomalies within the analyzed period. Log file analysis associated with the other controller revealed two (2) controller power up events logged on (B)(6)2020 at 15:05:30 and 15:07:55 with an associated motor start at 15:07:59. Review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 15:08:27 on (B)(6)2020, indicating that the power up events occurred during a controller exchange from the returned controller to the unreturned controller. Review of the event log file associated with the unreturned controller revealed an event with an incorrect date/time stamp. The corrupted event had a time stamp of (B)(6) 1999 at 09:09:09. The controller was likely unable to read the correct date and time from the real time clock (rtc) for a period of time. It is likely the corrupted data/time stamp contributed to the reported "incomplete log file transfer". As a result, the reported even ts were confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. A possible root cause of the reported data transfer error event can be attributed, but not limited, to a component failure and/or to electrical interference. Additional products: d4: serial#: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-dec-2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was connected to a monitor for the purpose of routine data download and a data transfer error occurred. Both the monitor and data cable were changed, and the data transfer error occurred again. The main controller was then changed to the backup controller and still no logfile analysis could be downloaded. It was also reported that the backup controller had an unexpected power loss. The main controller was replaced and the back up controller remains in use. No patient complications have been reported as a result of this event.